Event description:
An 28 mm x 16 mm x 16.5 cm diameter aneurx bifurcated stent graft with xpedient delivery system was implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm in 2003. Aneurysm and vessel morphology are unk. It was reported that without the use of fluoroscopy, the physician inaccurately positioned the stent graft and deployed it 2 cm below the lowest renal artery. A 28 mm diameter x 3.75 cm length proximal aortic extension cuff was successfully implanted to achieve an adequate seal. Balloon angioplasty was also performed on the aortic neck with a 25 mm x 2 cm balloon. No sequelae were reported and the pt is reported to be fine.